Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation found no image appeared due to corroded charge coupled device (ccd). The ccd pins were broken due to corrosion inside and unit failed leak test due to cut on video cable. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." Pg. 7¿ based on investigation results, the complaint was confirmed and found to be due to corroded ccd . The identified failure is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
It was reported the device had no image , only color bars appeared when connected to camera box. And no communication error noted. The issue occurred during a therapeutic procedure. The device was replaced and the intended procedure was completed using similar device without any delay. There was no patient impact, no harm reported due to the event.